Event description:
It was reported that bd max¿ CT/gc/tv recurrent false positives issue with CT test. The following information was provided by the initial reporter: customer reported a recurrent fp with their CT test.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd ctgctv2 for bd max¿ system assay (ref. 443904) lot 2158646 was performed by the review of manufacturing records, returned material testing, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd ctgctv2 for bd max¿ system indicated that lot 2158646 was manufactured according to specifications and met performance requirements. Customer reported a sample for which a recurrent false positive result was obtained for CT target. Customer provided one opened bd ctgctv2 for bd max¿ system kit from lot 2158646 (containing 3 urs, 3 extraction tubes and 3 master mix tubes) for investigation. Visual inspection showed no anomaly and testing gave expected results. The reagents still performed as expected. Customer also provided one picture showing kit lot number for which customer was complaining and one run (run 550) from instrument ct2684 for investigation. Analysis of run 550 showed it contained 24 samples tested with the bd ctgctv2 for bd max¿ system assay and two samples gave positive results for CT target. Manual pcr curve adjudication of the two samples was performed and showed no anomaly of the amplification curves. For sample in position a2, moderate CT positive result was obtained whereas for sample in position a4, late and low, but true CT positive result, probably at the assay limit of detection, was obtained. The analysis strongly suggests true positive results for both samples. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd ctgctv2 for bd max¿ system assay lot 2158646. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination can explain the customer¿s discrepant result. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that bd max¿ CT/gc/tv recurrent false positives issue with CT test. The following information was provided by the initial reporter: customer reported a recurrent fp with their CT test.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.